Event description:
It was reported that the flow rate was low after the preventive maintenance failed. No patient involvement was noted.

Manufacturer narrative:
Additional information: the customer reported problem was unconfirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 30oct2019 to the present date 30oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the flow rate was low after the preventive maintenance failed. No patient involvement was noted.